Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported the following issue: "the inner core thread of the cephalic screwdriver was eaten for the first few threads, so it could not screw onto the cephalic screw." Additional information: no debris reported. The device was already broken when arrived. There was a 20 minute delay to the surgery.

Event description:
The customer reported the following issue: "the inner core thread of the cephalic screwdriver was eaten for the first few threads, so it could not screw onto the cephalic screw." Additional information: no debris reported. The device was already broken when arrived. There was a 20 minute delay to the surgery.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed that: the received screwdriver threads are damaged and worn out, and the crest of the thread is chipped which is caused by the application of high torsional force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user-related i.e., application of high forces during implantation. If the device is returned or if any additional information is provided, the investigation will be reassessed.